Event description:
Information was received from a healthcare professional regarding a patient receiving morphine 20mg/ml for a total dose of 10.994mg/day via an implantable pump for non malignant pain and post lumbar laminectomy syndrome. It was reported motor stall was seen at initial interrogation and patient recently had an magnetic resonance imaging (MRI). Caller read the logs and mentioned that patient had multiple MRI scans and there was a motor stall then a motor stall recovery in the logs. There was a second stall and a stop pump period may exceed tube set message. It was noted patient exited MRI field more than 2 hours ago. Telemetry state was reviewed and re-interrogating pump with logs was discussed. It was noted troubleshooting resolved the reported event. No symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.